Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event. New information added to the following fields: d9, h3, h4, and h6. Upon evaluation of the returned device, there was no error code displayed (reported as e116 and e117). The errors were also not found in the error memory. The device ran without errors. Further inspection findings were as follows: dirt on front panel, dirt on video connector socket, substance in the socket, the top cover was worn out, sticky harness is sticky, bearing damage on the fan with deterioration of the insulation and two other cables, . The fan on the board is also affected by the deterioration of the insulation, various cable surfaces deteriorated, dust in the fans and the screw was missing on the back. The report was partially confirmed, and the likely cause was wear and tear with mishandling as well as increased age. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the errors could not be reproduced during the physical device evaluation, nor confirmed in the device history. Therefore, it is unclear if the reported failure of the device caused or contributed to the adverse event. In addition, the cause of the bearing damage of the fan could not be determined. Therefore, the root cause of this reported incident could not be identified. This supplemental report includes a correction to d9 and h4 from the initial medwatch. Olympus will continue to monitor field performance for this device.

Event description:
A company representative reported on behalf of a user facility that the visera 4k uhd camera control unit displayed error e116 and e117 on the demo tower during an unspecified procedure. It was stated that the error messages blocked the endoscopic image which caused procedural complications leading to an intensive care unit hospitalization. Additional information regarding the event and outcome was requested multiple times with no response.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The root cause cannot be determined at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.